Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience prime, xience prime sv, and xience prime ll everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.d4: lot no updated from "unknown" to "9061841" . D4: expiration date update from "ni" to "6/23/2022". H4: device mfg date updated from "ni" to "6/24/2019".

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record of the reported lot could not be conducted because the lot number was not provided. The reported patient effects of dissection is listed in the xience prime ll everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified left anterior descending (lad) artery. The lesion was pre-dilated with an unspecified balloon and a 3.0x18mm xience prime was implanted successfully. It was noted the stent caused a dissection and the dissection was treated with an unknown device. Timi 3 flow was obtained. There were no adverse patient sequela reported nor clinically significant delay reported. No additional information was provided.